Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under adverse events it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00386 / 00387). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on june 16, 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)

Event description:
It was reported that patient underwent a trauma procedure in (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to distal screws and nail fractures. During the revision, the proximal nail was removed easily. Fragments of the two distals screws remain in the patient. A tapered/conical affixus nail removal instrument was used to remove the remainder of the nail, but it would not screw in. As a result, there was a four hour delay to the procedure.

Manufacturer narrative:
Evaluation of the returned component found the failure mode to be a fast fracture. Information reported by the surgeon indicated "incorrect reduction in original surgery" a statement from the surgeon relayed "in hindsight, a thicker nail should have been used and stability would have been helped by reduction of the original fracture, to make the device loadsharing and not loadbearing." According to provided information in the complaint report, and the material analysis that stated that the screws show signs of metal fast fracture, the screws were overloaded due to the non anatomical reduction of the bone fracture. This created an unstable implant build, and finally led to the associated nail breaking by fatigue.